Event description:
It was reported to boston scientific corporation that a prefyx pps system was implanted (B)(6) 2008. According to the complainant, the patient experienced pain and recurrence of stress incontinence.all other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.